Event description:
Unable to reach the patient/layperson, this senior medical affairs specialist sent a letter to the patient and reviewed information obtained by the customer care advocate, cca, on 01/02/2009. The patient who self treats with an insulin pump, alleged that she obtained error 2 when attempting to test with her onetouch ultramini meter at 8:45 am the same day. One hour later after reportedly developing symptoms of frequent urination and a headache, the patient called customer service. Since the patient did not have a back up meter, she took no action regarding her blood glucose symptoms although she stated that she thought it was elevated. The product was replaced. Because the patient reportedly had symptoms that meet the criteria for serious injury before the alleged issue began and could not be resolved, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.